Event description:
The coag footpedal had the wrong label indicating ¿cut¿, not ¿coag¿. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the evaluation of the foot pedal confirmed the complaint. Both pedals were labeled cut not cut and coag. This foot pedal is obsolete. No containment is need. Root cause for the escape event - the decal part number included 3 different part labels. The inspection form does not require verifying all three decals (cut, coag and part #). Corrective act- none needed. This part number is obsolete. The rohs version requires inspection of the three decals per drawing. Supplier evaluation revealed: product had cut on both sides of footpedal. Coag needs to be labelled with coag overlay. A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: applied coag label to coag pedal. Retested foot switch. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.